Event description:
It was reported that 3 administration sets for halo ii ambulatory infusion pump experienced leakage. The following information was provided by the initial reporter: while performing functionality testing on the first shipment of nimbus sets, it was discovered that three of the sets tested failed the fluid leakage at 200kpa. The locations of the leaks was not consistent. The leak locations are as follows: between the tubing sleeve and the filter, between the tubing sleeve and the tubing, between the silicone tubing and the fitment.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is zyno/infuutronix. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed in the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 25-march-2022. H.6. Investigation summary: 1.- a sample was received for pr (B)(4) related to occlusion for model nb-hs-004 according to the sws nb-hs-004 dir 10000540765 rev.01. According with the DHR material from model nb-hs-004 with lot number 21116032 was manufactured on line #35 ; and the engagement affected on the set is performed in operation #1 and 2. After a visual and functional evaluation, a meeting was carried out with the cmrb and an ishikawa diagram was performed to identify the most potential causes for the failure mode reported under this complaint. Measurement: a first article test is carried out by pcp quality technical to review that the set configuration is correct and confirm that the production must be continued, if an issue is found in this test a qn is conducted. Nevertheless, no qns were found or reported during the manufacturing of the lot reported. Therefore, it is not considered a potential root cause. Material: after sample inspection it was noted that the engagement is occluded due an excess of solvent. Therefore, material is not considered a potential root cause. Personnel: lack of training: it was not considered a potential root cause since; it was noticed that the engagement was performed correctly. Environment: exist a controlled environment room that help to build sent in form. Therefore, it was not considered as a potential cause for the failure mode reported. Machines: during the process review it was found that the sws nb-hs-004, does not specify a pin for the solvent dispenser, so the pin used for solvent dispensers when the layout does not specify a specific pin, is the pin#1.2. Therefore, some assemblies samples were made trying to replicate the failure mode reported; and there were identified engagements occluded, the same exercise was performed with the pin#1.3 and not occlusions were found. Therefore, to not specify the pin# for the engagement in operations 1 and 2 was considered a potential root cause, since could be placed an inappropriate pin for this kind of engagement. Methods: double solvent application: failure mode reported could be replicated by double solvent application, however, it was not considered the main root cause since the occlusion was observed with a single solvent application using a pin #1.2. On the other hand, it could not be replicated placing a pin 1.3 in the solvent dispenser. 2-root cause analysis: after reviewing the process, the potential cause for occlusion reported under the complaint (B)(4) is the following: -due the sws for model nb-hs-004 does not specify a specific pin, the solvent dispenser technician place a pin 1.2 in the dispenser used for operations#1 and 2, where are assembled the engagement tubing-sleeve-check valve, and it was noticed that the quantity of solvent dispensed by that pin 1.2 could occlude the engagement. Therefore, the usage of the pin 1.2 due the sws nb-hs-004 does not specify a specific pin# was considered the root cause.

Event description:
It was reported that 3 administration sets for halo ii ambulatory infusion pump experienced leakage. The following information was provided by the initial reporter: while performing functionality testing on the first shipment of nimbus sets, it was discovered that three of the sets tested failed the fluid leakage at 200kpa. The locations of the leaks was not consistent. The leak locations are as follows: 1. Between the tubing sleeve and the filter. 2. Between the tubing sleeve and the tubing. 3. Between the silicone tubing and the fitment.